Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred in the early 1980's. Examination was not possible as no product was returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approximately 20+ years of implantation. The need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear and fracture of the tibial insert. The femoral and tibial components were loose.